Manufacturer narrative:
The alleged failed d4000a is not expected to be returned for evaluation and review. This complaint of failed device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history of the device was reviewed and no data was found for the return of the device. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: warnings: do not attempt to attach or remove a tubing set, handpiece, footswitch, or cable while the console is operational. Damage or injury could occur. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Other FDA product codes listed for this device are: gey and erl. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to a notification received from health (B)(4), file# (B)(4), on 6oct2020. A search of the complaint system has not found a complaint reported for this device/failure mode during this time frame. The report was found to be written against the d4000a, drive system with irrigation. The report states that a user was "using shaver console along with pedal, pedal disconnected while shaver on. Shaver did not turn off with that and remained on while removed from patient. Did revert to handheld controls. Removed pedal from room and connected other pedal. Have had pedal randomly disconnect in past". Further assessment information has been requested; however, no further information has been received to date. There was no report of injury, medical intervention or hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.